Event description:
The customer reported that the system exhibited a lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray controller pcb and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.